Manufacturer narrative:
(B)(4) additional information was received by the reporter. Baxter final medical assessment: after major open laparotomy (13 hours surgery, (B)(6) pounds of weight) to prevent incisional hernia formation the patient was implanted more than one veritas collagen mesh. Veritas mesh is a re-absorbable collagen matrix that allows for neo-collagen formation and neovascularization of the implanted device and permits replacement of the device with host tissue, or remodeling. In other words, the original mesh reabsorbs and is replaces by host tissue (so there will be nothing to eventually explants). The late postoperative pain described in the narrative suggests either adhesion formation or other late surgery or disease related complications. The described symptoms are not related to the implant of the re-absorbable veritas mesh (which has been implanted into the abdominal wall, while the symptoms are inside the abdominal cavity). These findings should be shared with treating surgeon. The case has been deemed not related to veritas. The complainant will be informed of the medical assessment.

Event description:
A patient reported to baxter she had surgery performed on (B)(6) 2010 in which veritas was used. She is currently experiencing problems with the product and is going to have veritas removed. The patient was instructed by the doctor to contact baxter. No further information was provided.

Manufacturer narrative:
(B)(4). Baxter medical assessment: to evaluate this case we need to understand the nature of the problems encountered by the patient. Clinical information is required to provide an assessment. This case is being conservatively reported due to the limited information. Baxter will follow-up with the reporter for additional clinical information. A follow-up report will be submitted upon receipt and evaluation of additional information.